Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette had not been detected by the pump. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: device was received on 6/12/2024. One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. The event history log revealed a 'cassette not attached properly' high alarm. Functional testing was able to duplicate the reported problem. It was determined that the inoperable dso sensor was the root cause. The dso sensor, dso seal, and uso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.